Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years, 2 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had elevated pump powers since the very beginning of lvad support along with a long history of elevated lactate dehydrogenase (ldh) levels. The patient had been taking persantine for years and had been on aspirin since implant. The patient underwent an lvad weaning protocol 3 separate times to assess for cardiac recovery and the pump was explanted on (B)(6) 2017. It was reported that at the time of explant, there was a notable amount of thrombus on the lvad inflow cannula. It was reported that the patient expired shortly after explant. According to the vad coordinator, there were no lvad related complications before or during the explant procedure that contributed to the patient¿s expiration. The cause of death was not provided. The report source stated that no additional information would be provided regarding these events.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the percutaneous lead (lead) severed approximately 4.5 inches from the nipple of the pump housing; the remainder of the lead was returned in two segments measuring approximately 26 inches and 7.5 inches (distal end) in length. The bend relief collar was not returned. Examination of the inflow conduit revealed the presence of red deposition lightly adhered to the textured blood-contacting surface of the inlet tube on one side of the proximal edge. The tissue was not obstructing a very large portion of the inlet tube opening and did not appear to have affected proper surface washing through the inflow conduit as no additional depositions or thrombus formations were observed on the remaining blood-contacting surfaces of the conduit. Upon disassembly of the pump, a small, red tissue-like deposition was found loosely seated between the rotor outlet section and the distal edge of the blood tube. Examination of the proximal-side of the outlet stator revealed very small, red tissue-like depositions situated adjacent to the outlet bearing ball and in contact with two stator blades. The observed depositions in the pump housing showed no evidence of laminated layering, suggesting that they did not initially develop in the locations in which they were found. While their specific origins could not be conclusively determined, the color and texture of the depositions appeared similar to the tissue present on the proximal edge of the inlet tube, suggesting that they may have potentially broken off from the larger deposition found in that location. A duration of time for which the observed depositions were present in the pump could not be conclusively determined; however, the depositions were not adhered to the blood-contacting surfaces and showed no evidence of denaturation while no contact marks were noted on the outlet portion of the rotor or the outlet bearing cup to indicate that they were present in this location while the pump was supporting the patient. If the depositions were present while the pump was operating, they could have potentially created increased drag on the spinning rotor to cause slight elevations in pump power while their partial obstruction of the blood flow path could have contributed to elevated ldh levels leading up to the explant procedure; however, the depositions did not appear to have been present for a prolonged period of time and could not be conclusively correlated to the patient¿s long reported history of elevated pump power values and ldh levels over five years on vad support. The evaluation could not determine a specific cause for the development of the observed depositions in the device. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.